Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient experienced a complicated evolution of pneumothorax following the implant procedure. Failure of exsufflation, a chest tube was placed and successfully removed a couple of days after. This lead remains in service. No additional adverse patient effects were reported.